Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Both batteries are dislodging.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. It was reported that both batteries were dislodged from the device. No patient was connected at the time of the event. No device logs, photographs, or additional technical information were provided to the manufacturer for evaluation. Although it was mentioned that the pressure sensor assembly was replaced, the provided corrective action does not appear to address or explain the reported battery dislodgement. To date, no additional information has been received, and it has not been confirmed whether the issue was resolved. In general, a battery disconnection may occur due to physical damage to the battery compartment, which can result in loss of contact between the battery connector and the battery terminal. In such a case, a ¿loss of battery power¿ alarm would be generated based on the available information, the root cause of the reported battery dislodgement cannot be determined.